Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator tidal volumes for exhaled values are low and there may be a leak. Furthermore, there was no info for patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H10: the suspect device has not been return for investigation.the customer requested for a field service representative to come onsite and repair the unit. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause couldn't be determined as issue no longer reproducible.